Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05327. It was reported that the patient was no longer receiving stimulation from the ipg. As a result, the ipg and two leads were explanted and replaced on (B)(6) 2011. Stimulation was restored post-op.